Event description:
It was reported that post-op of an unknown inpatient procedure that the patient experienced a surgical site infection. No adhesion barrier was used and the site was not irrigated. No device is available for evaluation.

Manufacturer narrative:
No lot number is available.